Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, and mechanical ventilator devices. The manufacturer received information alleging headache, cough, sleep apnea, fatigue, oxygen deprivation, hypertension, difficulty in breathing, weakness. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The customer alleged to experience a customer to develop headache; cough; sleep apnea; fatigue; oxygen deprivation; hypertension; difficulty in breathing; weakness. The reported event of headache; cough; sleep apne; fatigue; oxygen deprivation; hypertension; difficulty in breathing; weakness was reviewed by the manufacture's clinical expert. This event is assessed as not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. There was no medical intervention required by the customer. If any additional information is received, a follow up report will be filed.